Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: see section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
It was reported that a patient had a previous right shoulder rotator cuff repair approximately 6 weeks previously on (B)(6) 2014. He returned to the clinic with a complaint of a prominence in the subcutaneous tissues about the right shoulder near one of his portal sites. CT scan revealed a metallic appearing foreign body. Revision surgery was performed on (B)(6) 2014 where the foreign object was removed with a hemostat. It appears to be the tip of the screw driver for insertion of the anchors. There were no further loose fragments or foreign bodies identified.